Manufacturer narrative:
Lot # was requested but not provided. (B)(4). Event evaluation: the product was not returned; however, a review of complaint history, instructions for use (IFU),manufacturing instructions and quality control was conducted during the investigation. The product is shipped with IFU which has the following warning: "before withdrawing the sheath though tortuous anatomy, insert the introducer dilator to avoid possible breakage. The instructions for sheath remove include the statement " withdraw the sheath and dilator as a unit". It is feasible to suggest the device met resistance beyond it intended design. The customer's statement does not indicate whether or not the dilator was in the sheath for removal. The reason for this failure cannot be determined. We will continue to monitor for similar complaints.

Event description:
During an unknown procedure on a patient of unknown age and gender, when removing the device from the patient, the sheath split in half. Hemostats were used to remove the half that was in the patient where the fragment split in half again. The physician used the hemostats to get the remainder of the fragments. All pieces were removed. No harm to the patient and no additional procedures or intervention was required due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.

Event description:
During an unknown procedure on a patient of unknown age and gender, when removing the device from the patient, the sheath split in half. Hemostats were used to remove the half that was in the patient where the fragment split in half again. The physician used the hemostats to get the remainder of the fragments. All pieces were removed. No harm to the patient and no additional procedures or intervention was required due to this occurrence.